Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic colonoscopy procedure, while using the evis exera iii xenon light source with the 190 series scopes, there was no image or error message. There was just static. The intended procedure was completed with a similar device, and the procedure was delayed a few minutes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the non-olympus lamp life meter is at 50+ hours, light intensity is measured within range, but the lamp thread hole was stripped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.